Event description:
Customers contacted haemonetics on (B)(6) 2009 reporting their orthopat machine was not working and it failed in preventative maintenance procedure. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed a major blood spill which damaged components to the device. This report reflects a product issue identified during a retrospective review of svc records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the svc record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).